Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an exploratory laparotomy, a piece of the device fell off into the patient cavity. It was retrieved without any injury to the patient, and another device was used to complete the procedure.